Event description:
Reportable based on device analysis completed on 09-jun-2015. It was reported that balloon was missing. During preparation of a 20mm x 3.00mm nc quantum apex¿ balloon, the physician noted that there was no balloon on the catheter. The device was not use. No patient complications were reported. However, returned device analysis revealed shaft hole.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with the balloon protector and product mandrel. The balloon was tightly folded with the balloon protector over the balloon. The product mandrel was in the lumen; however, the proximal end had punctured through the inner shaft 5cm from the tip. The inner material near the puncture was buckled. The shaft was kinked 5.5cm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4),